Event description:
Subsequent to the previously filed medwatch report, it was found that the patient's history of acute myocardial infarction (ami) occurred on (B)(6) 2011, which was six days prior to the index stenting procedure. The ami was specified as a q wave and st elevation mi.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that three days after the xience v stent was implanted in the heavily calcified, proximal left anterior descending artery (lad), the patient experienced chest pain. The patient underwent a coronary angiogram which found the xience v stent had migrated. The patient underwent a coronary artery bypass graft 21 days after the index procedure. The condition resolved 35 days after the index procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of angina and coronary artery bypass graft surgery are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. There is no indication of a product quality deficiency. Factors that may contribute to migration/movement of a deployed stent include but are not limited to damage to the stent implant, interactions with another device, non-uniform or partial stent apposition, and/or procedural technique. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.